Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm can not be determined at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter?s technical service center regarding a system error 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell 4 of 4. The baxter technical service representative (tsr) explained the alarm to the hp. The hp stated there were no leaks, open clamps, or disconnected bags. The hp did not disconnect himself. The tsr instructed the hp to discard the supplies and report the alarm to the peritoneal dialysis nurse in the morning. The hp elected to complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.